Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported by the patient that ever since the hip surgery, she has walked with a sway, her legs are not the same length, feels pain half way down the femur bone, and she gets a burning sensation on her hip.